Manufacturer narrative:
H6: component codes added; investigation finding code added; investigation conclusions 4315 cause not established were removed.

Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All the available information was investigated, and the reported gripper actuation, entrapment of device, premature activation, difficult or delayed positioning issues could not be tested during the returned device analysis. Lock tabs were observed to be broken. The actuator mandrel was noted to be bent. Lastly, it was noted that the bond on the nylon bridge was broken (bond failure). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any other similar incident reported from this lot. It should be noted that, per the intended use section of the mitraclip system IFU, "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation". Based on the information reviewed, the reported user error (off label) is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device that likely resulted in difficult or delayed positioning. The entrapment of device resulting in foreign body in patient was due to difficulty in positioning. The definitive cause for the broken l-lock tabs resulting in premature activation could not be determined. The observed bent in actuator mandrel appears to be cascading effect of premature activation. The definitive cause for the unchanged tricuspid regurgitation (tr) could be determined. The reported patient effect/adverse event of failure to deliver mitraclip to the intended site (foreign body in patient), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The observed bond failure that likely resulted in reported gripper actuation appears to be related to a product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. H6: patient code 1829 removed; patient code 2112 added

Event description:
Subsequent to the initial report filed, additional information received, pre procedure tricuspid regurgitation (tr) grade of 4-5 and post tr grade of 4-5. Return device analysis reported that the clip delivery system shaft was returned with broken l-lock tabs and missing. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The cds (90501u101) device referenced is filed under a separate medwatch report number. (B)(4).

Event description:
This is filed to report the gripper actuation issue, clip caught on the chordae and premature clip deployment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip (cds0602-ntr, 90501u101) was implanted, reducing the mr to 1-2. On (B)(6) 2019 a control echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Two clips (cds0602-ntr, 90502u155 and 90718u188) were implanted to treat the slda, reducing mr from 4 to 1-2. During the same procedure, the physician decided to treat the triscuspid valve; one xtr clip (cds0602-xtr, 90612u232) was advanced and grasping was performed. After several unsuccessful grasps, the grippers would not go up and the clip became stuck in the subvalvular apparatus. Several attempts were made to release the clip from chordae and the clip detached from the clip delivery system (cds). The lock and gripper lines were released, and the clip was deployed in chordae and remained stable. The patient is doing well. There was no adverse patient effect and no clinically significant delay in the procedure.